Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had low reservoir, unexpected restar, external ram crc error, battery-out limit and no delivery. The customer¿s blood glucose level was unknown. Customer reported that this is about 4th or 5th time these alarms had come up in about 4 months ago. The customer was assisted with troubleshoot. The self-test was performed and test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and self test. No excessive no delivery alarms and low reservoir alarm noted. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no low battery alert and external error alarm noted. Insulin pump lost all the memory and received unexpected restart alarm after changing battery due to voltage leak on interface board. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, and minor scratches on display window noted.